Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported that it was alarming high pressure while on patient. Our field service engineer investigated the ventilator on site and found that the issue is in the pressure transducer printed circuit board (pcb) and the machine alarmed for high pressure. Evaluation of the received logs confirms the high pressure. The failed pressure transducer pcb was returned for further investigation. A microscopic investigation shows signs of liquid on the backside of the returned pressure transducer pcb. The pcb were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Our conclusion is that the reported problem was caused by a liquid spillage on the pressure transducer pcb. However, there is no information on how this liquid entered the ventilator or what kind of liquid spillage it was.